Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that their pain stimulation wasn't working, stimulation had been in the stomach area since 2015, and since the night of (B)(6) they noticed that stimulation needed to be adjusted. It was noted the healthcare provider (hcp) was trying to get MRI's done so they could move the wires to where they needed to be, and so that the leads could be put in the proper place surgically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.